Event description:
An 82 year adm. For failed rt total knee arthroplasty secondary to polyethylene wear. The polyethylene from the tibia is removed and it does show evidence of significant wear especially posteromedially. The surgeon proceeded with a trial with polyethylene trial inserts. They were not able to obtain good fixation of the polyethylene to the tibial component. In light of this, they elected to proceed with revision of the component.